Event description:
It is reported that the patient has a button error on their insulin pump. Patient's blood glucose level is at 383 mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.